Manufacturer narrative:
H6: the autopsy report and all other information reasonably know to synthes was reviewed. For excample, the autopsy report associated with this event and the animal study findins ("lethality of embolized norian bone cement varies with the time between mixing and embolization" bernards c.n. Chapman j mirza s 50th annual meeting of the orthopaedic research society) were reviewed by an independent medical professional, with the determination that what was found in the poorcine model (strands of norian in blood clots observed at autopsy) is not supported by this autopsy report (foreign material found in some tiny vesels in the lungs). In addition, the comment in the autopsy that "although the foreign material foundin some tiny vesels in the lungs presumably originated at some point from the l2 procedure, interpretation of this pulmonary finding (especially as to whether it might be a cause or an effect of the patient's ciculatory collapse) is obscured by the fact that the patient underwent prolonged CPR immediately after the l2 procedure. " is felt to be an accurate statement. In summary, after a review of all information reasonable known to synthes, it was determined that device involvement is possible, but not definitive. As a result of the device related events associated with norian product. Synthes identifies this notification as the corrective action for this issue. The preventative action was to no longer market the norian xr product line.